Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine impedance check, high impedance was detected on the implantable neurostimulator 97715 intellis adaptivestim pain. The patient had not been adjusting the intensity of the stimulation and was not aware of the high impedance issue. High impedance values were observed on electrodes 3 (18350), 4 (18890), 5 (19600), 6 (19470), and 7 (23600). Troubleshooting was performed by providing three new programs. No patient injury or adverse outcome was reported. No patient complications have been reported as a result of this event.